Event description:
Rv pacing impedance >3000. No known noise on lead. Doctor is considering revision. Currently this lead remains implanted. If additional information becomes available, this event will be updated.